Event description:
The fse reported a communication failure error message. This error results in a sys lock up, no boot, or shut down situation. There is no report of injury or death associated with the event.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.